Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, will be submitted in a supplemental report.

Event description:
It was reported that patient had right hip revision due to dislocation and soft tissue deformity.